Event description:
The customer reported being hospitalized in february for diabetes ketoacidosis. The customer stated that he was vomiting and had pneumonia. Troubleshooting was performed. Ran a high-pressure test and passed. Reviewed the programming and histories on the insulin pump and they were correct. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.